Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a permanent scs system implant procedure and the patients leads exhibited high impedances. The physician tested the operating room (or) cable several times and cleaned the ends of the lead extensions several times, but the high impedances remained, even with a new or cable. The physician decided to perform a revision procedure the next day. The patient underwent a revision procedure where the physician separated the extensions from the leads and cleaned them several times before reconnecting them. After the physician reconnected all the contacts, the patients high impedances were resolved. The patient was doing well postoperatively and there were no reported patient complications.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension; upn: m365sc3138350; model: sc-3138-35; serial: (B)(6); batch: 7081429. Product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(6); batch: 7077107. Product family: scs-non-surg acc; upn: m365sc41080; model: sc-4108; serial: n/a; batch: 29825286. Product family: scs-extension; upn: m365sc3138350; model: sc-3138-35; serial: (B)(6); batch: 7081427.